Event description:
It was reported to co that the table end cap slid off the end of the nuclear medicine table and that the operator may lose their grip or balance and could fall. No injury was reported.